Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial infection on (B)(6) 2023. There was a positive blood culture from the mediastinum. The patient was treated with surgical and drug therapy. The cause of infection was due to the complexity of medical management. This was probably related to the device according to the site, because methicillin-resistant staphylococcus aureus (mrsa) similar to that at the ventricular assist device (vad) penetration site was detected in the mediastinum and blood culture. They were admitted from (B)(6) 2023 - (B)(6) 2023. They received a thoracotomy, mediastinal lavage, and vac therapy.

Event description:
Additional information provided that on (B)(6) 2023, redness, worsening swelling, and a sensation of heat were observed at the midline chest wound, along with a fever of 38.4 degrees celsius. Suspecting mediastinitis, the patient sought emergency care and was admitted to the hospital. Mrsa was detected from the puncture culture of the midline wound and from blood cultures. Antibiotic therapy was initiated, and on (B)(6) 2023, open chest surgery, mediastinal irrigation, and vac therapy were started. While replacing the vac dressing as needed, the wound was closed on (B)(6) 2023, and the antibiotics were switched to oral administration on (B)(6) 2023. The infection came under control, and the patient was discharged home on (B)(6) 2023. While continuing oral antibiotic therapy, discussions were ongoing with the transplant facility regarding an early heart transplant using a marginal donor. The patient remained on the heart transplant waiting list.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.